Manufacturer narrative:
Corrected information has been provided in e1; e3. Upon review, it was identified that the information was inadvertently not submitted in the initial report.

Manufacturer narrative:
Additional information has been provided in d3. Respiratory failure/cerebrovascular accident/pdi: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Additional information has been provided in b5.

Event description:
Additional information was received indicating that the primary indication was ami/cgs.

Event description:
Clinical narrative: an impella 5.5 device was inserted via a right axillary/subclavian surgical approach in a 58-year-old male patient presenting in society for cardiovascular angiography and interventions (scai) stage d cardiogenic shock. The primary indication for impella support was not reported. The comorbidities were unknown. The patient was extubated following device insertion and subsequently walking every other day while hospitalized. During support, the patient acutely became less responsive and was diagnosed with a hemorrhagic stroke, unlikely due to the impella 5.5 due to purge solution consisting of dextrose 5 percent in water (d5w) with 25 meq/l sodium bicarbonate and the act being within the recommended range. The patient was re-intubated following this event and later expired. While on support, the device was reported to be providing flows of approximately 4.0 l/min. The event is being conservatively reported for death; however, the death is most likely attributed to the patient's underlying critical condition.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.